Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had intermittent image loss. The issue was found intermittently during a diagnostic colonoscopy procedure. The procedure was completed without delay with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: b5 - event description. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found after procedure. There was no patient involvement.